Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On july 31, 2024, customer's attorney reported that customer had a low blood glucose on (B)(6) 2021, which caused a seizure. Customer's wife gave him glucagon. Customer was not treated by emergency medical services. Customer was taking lisinopril at the time, which when combined within insulin can lead to a low blood glucose. Customer also was taking topiramate (which can lead to a low blood glucose) and protonix (which may lead to a low blood glucose). Customer reported pump malfunction and said had insulin delivery issues at or around the time of the event and discrepancies up to 200mg/dl between blood glucose and sensor glucose readings in the 24 hours leading up to the event. Customer alleged retainer ring issue for the current event. Troubleshooting was not done. Pump was used within 48 hours of the low. Auto mode was used. Customer will not continue to use the pump. Pump is supposed to return on case (B)(4).

Event description:
It was reported to medtronic minimed that the customer alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in the possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. The customer was treated by emergency medical services. The customer reported hypoglycemia treated with glucagon. Troubleshooting was performed. The event involved products mmt-1780kl, mmt-7020a, mmt-398a, and mmt-332a. The customer reported low blood glucose. The customer is reporting a discrepancy between sg and bg. The customer reported that the pump was dropped, bumped, and/or had possible physical or cosmetic damage. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-7020a. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.